Manufacturer narrative:
The abbott customer support specialist sent a replacement external waste pump for customer installation. A review of the architect analyzer serial (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding a splashing incident or exposure after the external waste pump was replaced. The architect system operations manual provides information regarding biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. The operations manual also provides instructions for replacing the external waste pump. A review and 12 month search for similar complaints identified no adverse trends for external waste pump with regard to splashing/exposure. The current complaint is the sole complaint of a splashing/exposure incident of the external waste pump during the review period. A review of clinical chemistry product monitoring found no adverse trends of the architect c16000 with regard to the current issue. Use error may have contributed to the customer's issue as the customer implemented the use of a drip tray that is not an abbott product and is not recommended for use with the external waste pump. Taken together, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process

Event description:
The account stated a tray was placed under the a leaking waste pump on the architect c16000. The operator was emptying the tray and splashed the liquid splashed on her mouth. The operator was not wearing gloves or protective glasses. No medical treatment was prescribed.